Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. The following information was provided by the initial reporter: material no: 22003e-07 batch no: 20109526. It was reported an extension set won¿t flush.

Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported an extension set won¿t flush. The photo shows the reported product in the packaging. The complaint cannot be verified. A device history record review for model 22003e-07 lot number 20109526 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2020. The search also showed that a total of (B)(4) units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. The following information was provided by the initial reporter: material no: 22003e-07 batch no: 20109526. It was reported an extension set won¿t flush.